Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the emergency department following receipt of shock therapy. Review of stored device memory noted the shock therapy was inappropriate due to oversensing of noise. The primary sensing vector was reprogrammed and the patient was discharged from the hospital. This product remains implanted and in service. No additional adverse patient effects were reported.

Event description:
It was reported that this report is being filed to updated the evaluation conclusion code.